Manufacturer narrative:
As reported, the sorbafix enhanced fasteners failed to fixate the mesh. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units released for distribution in december 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an inguinal hernia repair procedure, an experienced surgeon tried to fixate the mesh on the abdominal wall using sorbafix enhanced fixation device with the counter pressure applied using contralateral hand. It was reported that the fasteners did not fixate properly and were removed from the patient's body. It was also reported that the procedure was completed using another device. There was no patient injury.